Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated prosthesis malfunctioned when the right cylinder eroded through the urethra, erosion caused severe infection and severe pain, significant scarring at the base and throughout the length of penis, lack of blood flow at the head of penis, diminished sensation, inability to achieve and sustain erection.